Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative who attended a prophylactic generator revision that the patient experienced bradycardia during surgery. The patient's heart rate went from a resting heart rate of 60 to roughly half that in the recovery room. This was found to coincide with stimulation and the device was ordered to be set to no longer deliver therapy pending further investigation. This patient was reported to be on a beta blocker, and the physicians were not aware of the medication at the time. Follow-up from the physician was received and provided the patient has severe hypertension which is not well controlled. She took her hypertension medication prior to the surgery. Anesthesia was able to control the bradycardia during surgery. It was reported that while in the recovery room the patient's heart rate was 68, but while the generator went off, her rate dropped to 29. After the 30 second on time, her heart rate recovered without any additional interventions. It was then decided to reduce the settings and lengthen the off time. The bradycardia was still present as it decreased from 70 to 50. The physicians decided to turn the output to 0ma and the patient would be titrated from the beginning like a new implant. Additional relevant information has not been received to-date.